Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump primed the tubing during the load step. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: a review of the pump¿s alarm history showed no alarms related to the complaint were recorded. During testing, the pump performed the rewind, load, and prime steps with no problems occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no damage was found to the force sensor fins or flex. The complaint that the pump was priming the tubing during the load step was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.